Manufacturer narrative:
Date of event is estimated. D6b date of explant is unknown. The event of unknown explant was reported to abbott. The ipg was explanted due to patient being unhappy with the ipg placement. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient was not comfortable with the placement of the ipg and also experienced ineffective therapy after multiple falls. As a result, surgical, intervention was undertaken wherein the entire system was explanted at unknown date.